Event description:
Npb received information of a ventilator dependent pt who decannulated their tracheostomy. This resulted in the inner cannula remaining attached to the pt circuit, generating a circuit resistance which created an inspiratory pressure greater than the operator set low inspiratory pressure threshold.